Event description:
Rptr bought an electrical muscle stimulation device named 'dermal tone', website: www.dermaltone. Com, for their own personal, at-home use, a few months ago. Its a handheld battery or electric cord powered device that delivers small pulses of electricty to muscles, causing the muscles to contract and 'exercise'. Although rptr has not had any problems with the device in the 6 months they have used it, they are concerned about its long-term safety because it does not have an FDA clearance. Rptr asks if the FDA will send the MFR/distributor of this device a letter asking them to apply for FDA clearance. Dose 15 min sessions, 3-5 times per week.